Event description:
It was reported to Boston Scientific Corporation that a Obtryx mesh was used for a stress urinary incontinence procedure. During procedure, one side of the mesh detached while pulling or tensioning it. The detached piece of mesh did not fall off into the patient. The procedure was completed using another Obtryx mesh, and no patient complications were reported.

Manufacturer narrative:
Block H6: IMDRF Device code A0501 captures the reportable event of mesh detachment.